Event description:
The customer reported obtaining elevated accutni (troponin I) result within the risk stratification range for one patient sample involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The customer indicated that an initial accutni result of 0.34 ng/ml was obtained and reported out of the laboratory. The cardiologist questioned the result and the sample was repeated. A lower result that is still within the risk stratification range of 0.06 ng/ml was obtained. There was no change or affect to patient treatment in connection with this event. The customer noted that more samples seemed to be slightly more elevated than usual. The customer gave a verbal example of samples which recovered 0.23 and 0.25 ng/ml and were not repeated to verify their accuracies. Multiple attempts were made to obtain supporting data but were not provided by the customer. Only verbal results were communicated by the customer. The customer noted that the samples were clear and run in 7 ml lithium heparin tubes that had been centrifuged for 7 minutes at 3000 rpm. The customer indicated that level 1 accutni quality control (qc) had been slightly elevated. Accutni and creatinine kinase-mb (ckmb) were recalibrated due to the elevated qc and the calibrations failed. The customer then ran a system check which also failed. The customer technical support (cts) advised the customer to change the aspirate probes, prime and repeat system check. The system check continued to fail and the cts advised the customer to change the peri-pump tubing. The system check passed and no other issue was reported by the customer. Access accutni reagent lot number 226523 was used in conjunction with the analyzer.

Manufacturer narrative:
Issue was resolved by the customer through troubleshooting with the help of customer technical support over the phone.